Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed report, the following information was provided: during the procedure, after the clip (81031u191) opened, the clip could not be closed and was forcibly removed. After the procedure, the patient had continued hemodynamic instability despite aggressive medical therapy. The patient developed worsening heart failure, renal failure and high fever possibly due to a pulmonary infection. On (B)(6) 2018, the patient expired. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was investigated, and the reported clip opened while locked was not tested during returned device analysis due to the condition of the clip/device. The reported difficult to remove from the anatomy could not be replicated in a testing environment, as it was related to patient/procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported clip opened while locked could not be determined in this incident. The reported difficult to remove from the anatomy appears to be related to procedural circumstances as the open clip got caught on the chordae leading to difficulty in removing the clip. The reported tissue damage and atrial perforation appear to be related to the reported difficult to remove, therefore due to procedural conditions. The reported hypotension, renal failure, infection, fever, worsening heart failure are possibly related to the patients pre-existing conditions and due to the post procedural complications as the patient developed these despite medical therapy. The patient effect of death appears to be due to the patients preexisting heart conditions and deteriorating health post the procedure. The reported patient effects of mitral valve tissue damage, atrial perforation, hypotension, renal failure, infection, fever, worsening heart failure and death are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
Subsequent to the previously filed report, the following information is being provided: abbott submitted medwatch # 2024168-2019-03206 on april 23, 2019 with notification of the voluntary recall (remedial action initiated) for events related to unexpected clip opening. Abbott recently received eleven reports of xtr clips unexpectedly opening and becoming nonfunctional resulting from unintended excessive force applied to the clip during implantation. Once the clip becomes nonfunctional, the inability to close and remove the device has led to surgery or additional intervention. This event is one of the eleven. To prevent unintended excessive force from being applied to the clip, abbott developed revised instructions for performing the steps establish final arm angle and invert the clip arms. The field safety notification (fsn) includes these revised instructions. Abbott will train all mitraclip implanters on the revised instructions.

Manufacturer narrative:
Internal file number - (B)(4).

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and a definitive cause for the reported clip open while establishing final arm angle (faa) could not be determined in this incident. It is possible that the tension on the clip, unintended curves/tension placed on the device by the user and aggressively performing the faa contributed to the reported user experience; however, this cannot be confirmed. The reported difficult to remove from the anatomy appears to be related to procedural circumstances as the clip could not be closed despite multiple maneuvers and was forcibly pulled back towards the annulus when it got caught on the chordae resulting in difficulty in removing the clip. The reported tissue damage and atrial perforation appear to be related to the reported difficult to remove. The reported hypotension, renal failure, infection, fever, worsening heart failure are possibly related to the patients pre-existing conditions and due to the post procedural complications as the patient developed these despite medical therapy. This event was further reviewed by an abbott vascular medical affairs director and the reviewer concluded that in this case, death was likely due to worsening hemodynamic condition and associated complications and was not directly caused by the clip. The reviewer additionally concluded that the death was likely related to the worsening of the underlining clinical condition. With the clip opening during faa, a device malfunction could have been suspected but this was not confirmed when the returned device was examined. The patient effect of death appears to be due to the patients preexisting heart conditions and deteriorating health post the procedure. Due to an observed hinge pins disengagement during returned device analysis, a potential product issue was confirmed. Engineering investigation to date has determined that unintended excessive force applied to the clip can cause hinge pin disengagement in the mitraclip xtr design. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The FDA z number has not yet been provided to the manufacture. Abbott vascular made the decision to initiate a voluntary field action for the mitraclip xtr clip delivery system, april 18th 2019, recall file under medwatch # 2024168-2019-03206.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while locked, clip caught on chordae, and tissue damage requiring treatment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip was implanted, reducing the mr to 2+. A second clip delivery system (cds) was advanced to the mitral valve and grasping was performed. While establishing final arm angle (faa), the clip opened to 60 degrees. Troubleshooting was performed but was unsuccessful. The cds was pulled back toward the annulus, but resistance was felt indicating that the clip was caught on chordae. The mr increased to 3+. The cds was advanced deeper into the left ventricle and the clip was closed more than 60 degrees. The cds was pulled back, but resistance was still noted. Troubleshooting was performed and the clip was freed from chordae; however, a chordal rupture occurred. The inverted clip was retracted to the tip of the steerable guide catheter (sgc). The devices were then retraced through the septum, but the inverted clip caused the atrial septal defect (asd) to worsen. A new sgc and cds (81031u190) were advanced. The clip was implanted lateral to the first clip to treat the chordal rupture. Three clips were implanted, reducing mr to 2+. It was noted that the patient was hypotensive throughout the procedure; therefore, medication was given and the patient was put on intra-aortic balloon pump (iabp). No treatment was performed for the asd. No additional information was provided.